Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
On 4.3.2019: it was reported through the communication of an attorney that allegedly the patient was revised due to "failed femoral component." It was reported through the attorney of the patient , as a result of a legal claim, that "patient alleges damages as a result of implantation of stryker orthopaedics triathlon knee system that occurred on (B)(6) 2007." Additional information received from duplicate pi on 06/03/2015: voluntary 11-feb-2015: "on (B)(6) 2007, I had a total knee replacement. The physician implanted a stryker triathlon. In late 2010, I started experiencing problems with stiffness, knee popping, pain, swelling, and knee locking. After several months of complaining, I was referred to an orthopedic surgeon in (B)(6) 2011. Upon exam and x-rays, on (B)(6) 2012, a bone scan revealed slight loosening on the medical plateau. Femoral component appear to be slightly oversized. On (B)(6) 2012, arthroscopic surgery was performed and scar tissue was removed. This did not eliminate my previous symptoms of stiffness, swelling, excessive pain and knee locking. Also, underwent physical therapy (numerous sessions). Finally, on (B)(6) 2012, knee revision surgery was performed. The medical stated loosening of femoral component and part failed. My physician states he cannot contribute this failure to the knee although it was part of the knee. The original surgeons report states he used the stryker computer assisted navigation software and that he did not use the guides but rather eyeballed the cuts. Included with the computer navigation system was a tibial resection guide and has a detailed accounting of where the guides were placed and the cuts made with the exact saw used. I found on the internet the instructions to conduct a knee replacement using the otis match shapematch cutting guides and this physician followed the exact same instructions using the tibial resection guides. The fact the 2nd physician states it was slightly oversized makes me think the cutting guides were off and gave the wrong measurements. There was a problem with this cutting guide and resection guides prior to stryker purchasing it from otis. The recall should have gone back further. But, the fact the FDA is leaving it up to the physician on whether or not to report it, many have gone unreported for previous years prior to the recall dates starting in 2010. Many people do not know to go out and file a report because I did not. I feel I was harmed as a result of this faulty product. I am on a cane permanently because of my instability, pain, swelling, weakness, and stiffness. My range of motion goes up and down. I cannot sit for prolonged periods of time without experiencing extreme stiffness and pain."